Event description:
(B)(4). Chronic skin breakouts and rashes, nights sweats, chronic headaches, weight gain, pelvic pain, bleeding after sex, boils/sores randomly anywhere on my body. Scars from open sores.